Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was outside of clinical use when the issue occurred. Investigation confirmed and issue with the frame grabber card of the flexvision pc. After replacing the flexvision pc, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the allura system did not boot up successfully as the start-up countdown got stuck at 00:00. The system was in clinical use. No harm was reported. A philips field service engineer (fse) inspected the device onsite and reviewed the system log files and identified an issue with the grabber cards. The frame grabber captures the video from the allura system. The fse replaced the flexvision pc. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order.